Event description:
It was reported the patient felt a burning sensation at the ipg site when stimulation was on. It was reported the patient will consult with his physician regarding the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.